Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the touchscreen was not working. The technical support specialist assisted the customer, and confirmed the screen was working fine with no issues but mentioned an icon indicating hardware failure on the screen. The engineer assisted the customer through the process of recovering storage space. The customer successfully cleared the storage space issues, and the device was up and running. The system functioned as intended after the technical support specialist verified the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es hdu touchscreen was not working. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.